Event description:
Customer reportedly obtained a result of 569 mg/dl on the advantage system while the hospital device read 124 mg/dl within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, but caller denied return/replacement.